Event description:
A customer reported obtaining unexpected negative reactivity on galileo (B)(4).

Manufacturer narrative:
An immucor technical support specialist was unable to review the result files. No images or plate info could be found for the sample on the archive disk. We were unable to rule out a sample-related issue. The instrument is operating according to specifications.